Manufacturer narrative:
H10 per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer rejected the service quote provided. A philips service engineer was not able to evaluate or repair the device; therefore, no work order was generated, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred on the v60 device. At this time, it is unknown if there was patient involvement at the time the reported issue occurred; however, there was no patient or user harm reported. Upon initial inspection of device, the diagnostic report or event history log was reviewed and 110b error code was recorded. A service quote for repair was sent to the customer for approval, which was accepted. The investigation is ongoing.